Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient had a lead that moved and they are going to have a procedure to adhere the lead to a disc. Last night the patient turned off their stimulation and today they are feeling tingling. The patient refused to answer questions so the patient services specialist was unable to get further details. The patient was redirected to their healthcare provider (hcp) to further address the issue.